Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to another meter. The following complaint was classified based on documentation from the customer care advocate (cca). The patient stated that the product issue began on (B)(6) 2011 at 08:30am, when she obtained an alleged high blood glucose result of "184mg/dl" on the subject meter and compared these readings to an emt meter on which the patient obtained a blood glucose result of "40mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient stated that she manages her diabetes with insulin (self adjust). The patient claimed that after obtaining the subject meter reading, she took no action with regards to her diabetes management. The patient claimed that she had a "weird feeling and couldn't stand up and was slurring" at the same time as the product issue occurred. The patient reported that she received ems treatment of glucagon due to the product issue. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting (mg/dl). The patient did not have control solution so a control solution test was not performed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp medical treatment for complications of diabetes while using the subject meter. Furthermore, hcp treatment did not correlate with subject meter readings indicating a malfunction of the subject meter.

Manufacturer narrative:
Follow-up # 1 (11/19/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.